Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn.

Manufacturer narrative:
Device used for treatment and not diagnosis. The device was not returned, a device history records review has been requested.

Event description:
A device report from synthes (B)(4) indicated a hospital in (B)(6) reported: patient with subtrochanteric fracture of the left femur was implanted on an unknown date with tfn short. Patient had a year of evolution and on an unknown date patient presented with the tfn broken in its distal part and a intertrochanteric fracture with pseudoarthrosis in the left proximal femur. Patient was returned to surgery on (B)(6) 2013, the hardware was removed with the exception of distal segment because it was acceded in the medullary canal. Patient was revised to plate and screws. It was noted the remaining nail piece proceeds to reduce the fracture. Procedure completed without complications. This is 2 of 4 reports for complaint (B)(4).

Manufacturer narrative:
Additional narrative: this device used for treatment and not diagnosis. DHR was reviewed with no complaint related anomalies noted. The screw has damaged or missing threads along the length. Most of the color anodizing is still present. The screw major diameter and length are confirmed to be within specification. The material was also confirmed to be within specification.